Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer this report for the spyscope ds ii and report number 3005099803-2024-06554 for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and a spy ds controller were used during an endoscopic papillotomy procedure performed in the biliary tract on (B)(6) 2024. During the procedure, the spyscope ds ii was inserted into the biliary tract together with an ehl (electrohydraulic lithotripsy) probe as a concomitant device after the cannulation. The image of the spyscope ds ii was lost while performing electrohydraulic lithotripsy. The procedure was not completed due to another of the same device was unavailable. There were no reported patient complications as a result of this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-06553 for the spyscope ds ii and report number 3005099803-2024-06554 for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and a spy ds controller were used during an endoscopic papillotomy procedure performed in the biliary tract on (B)(6) 2024. During the procedure, the spyscope ds ii was inserted into the biliary tract together with an ehl (electrohydraulic lithotripsy) probe as a concomitant device after the cannulation. The image of the spyscope ds ii was lost while performing electrohydraulic lithotripsy. The procedure was not completed due to another of the same device was unavailable. There were no reported patient complications as a result of this event. Additional information was received on december 24, 2024: it was reported that this was a biopsy case using a spybite max biopsy forceps rather than a lithotripsy combined with an autolith ehl probe. The problem on the event remains the same, however, the details of the target case are different.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.